Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation was investigated on site by our company representative and n2o gas module was replaced. The returned n2o gas module was simulated use tested in a laboratory environment and the reported issue could be reproduced. During the performed tests, the anesthesia workstation generated an alarms for low oxygen concentration, high n2o concentration and high airway pressure due to oscillations caused by a nozzle unit located inside the n2o gas module. The nozzle unit is part of the n2o gas module that regulates the inspiratory n2o gas flow to the patient an evaluation of the logs confirms the reported event. Preventive maintenance (pm) is performed every 5000 hours of operation or at least once a year. The nozzle unit has a predetermined lifetime and is replaced at the extended pm every second year (24 months interval). In this case, the nozzle unit in the returned n2o gas module failed prematurely.

Event description:
It was reported that during patient treatment, the fio2 concentration decreased and the oxygen safety flush was activated. There was no patient harm. (B)(4).